Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized due to high blood glucose of 182mg/dl. Initially, the customer called that she has lost her battery cap. The customer experienced vomiting and fever. The customer mentioned having a blood infection and still is in the hospital. No further information was provided.